Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Further evaluation of the patient was discussed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lumen of the lead, which resulted in the reported stylet insertion difficulties. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the body fluid within the lead lumen. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult. Additionally, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Further evaluation of the patient was discussed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.